Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown plates: 2.7 mm lcp ulna osteotomy/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6)2021, the patient underwent surgery treating fracture of the ulna shaft. The surgeon was using the unknown 2.7mm lcp ulna osteotomy plate in question. After drilling holes for locking screws using the depth gauge, the surgeon measured the holes and found the depth gauge value was longer than the actual measurement resulting in short depth. The surgeon replaced the 16mm locking screws with 14mm locking screws. The surgery was completed without surgical delay. The patient outcome was reported as stable. There is no further information available. This report is for one (1) unk - plates: 2.7 mm lcp ulna osteotomy. This is report 4 of 4 for (B)(4).